Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Internal reference #: (B)(4).

Event description:
It was reported that during the procedure, the introducer sheath collapsed like an accordion once the radiologist placed the biopsy marker in position to deploy the marker. A second device completed the procedure. No harm to the patient. No additional details available.